Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory (B)(4) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of oedema mucosal ("mucosa rapidly became oedematous") and complication of device insertion ("failure of placement") in a female patient who received essure (batch no. A15525). Other product or product use issues identified: device use error "insert bent against the iud." On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On (B)(6) 2013, the patient experienced oedema mucosal and complication of device insertion. At the time of the report, the oedema mucosal and complication of device insertion outcome was unknown. The reporter provided no causality assessment for oedema mucosal and complication of device insertion with essure. The reporter commented: one ostium was visualized, but rapidly masked. Company causality comment: this spontaneous case report refers to a patient who had a failure of placement of essure, as her mucosa rapidly became oedematous and insert bent against iud. Oedema mucosal is unanticipated whereas device use error and complication of device insertion and device use error are anticipated in essure's reference safety information. Considering that events occurred during insertion procedure, they were considered related to the suspect insert. This case was regarded as other reportable incident as, although the events did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis and further information had been requested.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of oedema mucosal ("mucosa rapidly became oedematous") and complication of device insertion ("failure of placement") in a female patient who had essure (batch no. (B)(4)) inserted. Other product or product use issues identified: device use error "insert bent against the iud" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced oedema mucosal and complication of device insertion. At the time of the report, the oedema mucosal and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and oedema mucosal with essure. The reporter commented: one ostium was visualized, but rapidly masked. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: device use error. The analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-jul-2017: quality safety evaluation of ptc. Other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.